Event description:
A malfunction was reported involving a pump showing malfunction code 16. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer opted for mdi as a backup therapy for insulin delivery. Technical support provided instructions for returning the pump using a prepaid label, and the customer acknowledged understanding how to put the pump into storage mode.